Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient's initial stimulator was replaced because their body "rejected it." The patient indicated that they noticed the issue the day prior to their follow-up appointment , but then at their follow-up appointment their healthcare provider (hcp) noted the skin was open and the ins was coming out. The patient had emergency surgery the following day. The issue was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was an infection, which led to the implant being rejected.